Event description:
Follow up to 3007666314-2018-00036: patients scheduled revision surgery has been cancelled and no further action regarding this complaint will be taken. Root cause of the initial complaint is unknown.

Event description:
Physician reports patient is experiencing traction on the stimulation lead and has scheduled a revision surgery for (B)(6) 2018 to address this issue.